Manufacturer narrative:
Summarized patient outcomes/complications of triclip were reported in a research article in a subject population with multiple co-morbidities including peripheral edema, arterial hypertension, atrial fibrillation, chronic kidney disease, coronary artery disease, dialysis, diabetes, tricuspid regurgitation. Complications reported included heart failure, hospitalization, death, worsening tricuspid regurgitation, unchanged tricuspid regurgitation, unspecified infection; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date is estimated. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: c-reactive protein-to-albumin ratio is associated with mortality after transcatheter tricuspid valve repair.

Event description:
The article "c-reactive protein-to-albumin ratio is associated with mortality after transcatheter tricuspid valve repair" was reviewed. The article presented a retrospective multi center study, to evaluate markers to assess mortality risk in patients undergoing transcatheter tricuspid valve repair (ttvr). The c-reactive protein (crp)/albumin ratio (car) is a marker of systemic inflammation and reduced nutritional status, which can both occur in tr. Devices mentioned include triclip and pascal. The article concluded that higher car reflects patients with advanced right-heart failure and extracardiac organ damage and is associated with mortality after ttvr.. [The primary author and corresponding author was karl finke at university of cologne, university hospital cologne, cologne, germany with corresponding email karl.fnke@UK-koeln.de. The time frame of the study was 2019 to 2022. A total of 215 patients were included in this study, with a median age of 80 (iqr 7) years, 69% of which were female. An unknown amount received an abbott device. Comorbidities included peripheral edema, arterial hypertension, atrial fibrillation, chronic kidney disease, coronary artery disease, dialysis, diabetes, tricuspid regurgitation. Peri and post-procedural complications included heart failure hospitalization, death, worsening tricuspid regurgitation, unchanged tricuspid regurgitation, unspecified infection.